Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed failed battery test after several battery changes. The customer¿s blood glucose level was 165 mg/dl at the time of the call. The customer mentioned the pump was incorrectly estimating boluses. Troubleshooting was not completed as the call disconnected. The customer also reported a low on (B)(6) 2018 that required emergency medical assistance. The insulin pump will be returned for analysis.